Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2019') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), salpingitis ('left fallopian tube with salpingitis is thmica nddosa') and intestinal perforation ('bowel perforation') in an adult female patient who had essure (ess205) inserted. Other product or product use issues identified: device malfunction "the device malfunctioned and they did not deploy and it was useless". The patient's medical history included cervicitis, adenomyosis, cesarean section, hydrosalpinx and ovarian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and intestinal perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, salpingitis and intestinal perforation outcome was unknown. The reporter considered intestinal perforation, salpingitis and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: cervix. -mild acute and chronic erosive cervicitis. Endometrium: adenomyosis serosa: fibrovascular adhesions with focal refractile foreign material with foreign body glint cell reaction bilateral fallopian tubes: left fallopian tube with salpingitis is thmica nddosa right fallopian tube with no significant histopathologic changes bilateral ovaries: no significant histopathologic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received- event medical device removal updated to salpingitis. New event the device malfunctioned and they did not deploy and it was useless, uterine perforation, bowel perforation were added. New reporter, medial history, lab data , race were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2019)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.